Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 10/3.00 flextome cutting balloon was selected for use. During the procedure, when the balloon was inflated at 6atm, 8atm and 8atm, it was noted that the balloon ruptured at 8atm. The procedure was completed with another of the same device. No patient complications were reported.